Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high impedance in the rv coil. The healthcare provider believes the slight variation in impedance was due to physiologic variability. The lead remains in use. No patient complications have been reported as a result of this event.